Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, sleep current measurement test, and displacement test. No pump error alarm noted during testing. Unit alarmed hardware low level failure arm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via that the insulin pump had multiple insulin pump error. Customer¿s blood glucose level was 158 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. The customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.